Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from two (2) processing runs using the 2hr gi biopsy protocol, which were started on (B)(6) 2015. A leica field support specialist reported that: "they described the blocks as poorly infiltrated per tac. Both poorly processed runs were reprocessed on the lab's vip processor and appeared to be in good condition. Tissue status is still pending pathologist's review. I will be visiting the site on (B)(6) to investigate the source of the poor processing. The customer noted that they did change a few paraffin stations in a very unconventional manner. The site indicated that they did not have a paraffin drain hose available at the time necessary to remote drain the paraffin bath. They stated to me that they "scooped" paraffin manually out of the appropriate bath and refilled the bath with new paraffin." On 13 may 2015, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. Investigation of this complaint by leica biosystems remains in progress.

Manufacturer narrative:
On (B)(6) 2015, a leica field service specialist (fss) measured the ethanol concentration in bottle 5 using a hydrometer. The measured ethanol concentration in bottle 5 was 84.5%; and the ethanol concentration calculated by the instrument software was 99.7%. Preliminary investigation by leica biosystems found that the reagent in bottles 5 and 14 was replaced prior to the processing protocols from which sub-optimal tissue processing was reported. Bottle 5 was used for the first time in the final dehydration step of both the processing protocols from which sub-optimal tissue processing was reported. The discrepancy between the measured and calculated ethanol concentration in bottle 5 indicates that a use error occurred when replacing this reagent. As a consequence, this complaint required reporting to the FDA as a product problem malfunction based on the two (2) year presumption rule for the most recent complaint with the same root cause. Investigation of this complaint by leica biosystems remains in progress.